Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump and conclusion reservoir does not leaks.

Event description:
It was reported that the reservoir had insulin leak past the second o ring. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.